Event description:
Clinic reports a suspect pt reaction to an arterial bloodline. The bloodline was preprocessed with formaldehyde. The clinic also incubates. The clinic uses the manual reuse cart. The dialyzer was an f8 6th use dialyzer. The pt had been dialyzing at the center for close to 2 years without problems. On the day of the event, within 10 mins of initiating treatment the person had shortness of breath, felt flush turned beat red and had evidence of edema. Benadryl and solumedrol were administered but no progress was evident. Emergency medical svc was called and the pt was transferred to the ICU where pt eventually felt better and symptoms diminished. The pt was dialyzed in the hosp with a dry pack arterial line and dry pack f8 dialyzer. Water system, machine etc were all checked and found to be fine. The pt has since returned to the clinic for treatment without any add'l problems. The sample was retained. Questionaire was faxed on 6/1/00.